Event description:
Intended use. The emag system is an in vitro diagnostic medical device intended for the automated isolation (purification and concentration) of total nucleic acids (rna/dna) from biological specimens, with liquid and homogeneous properties (as part of their natural characteristics or after pre-treatment). Description of the issue. On 22-nov-2023, a customer in belgium notified biomérieux of a delay in rendering the result due to a run abortion during nucleic acid extraction when using emag® (ref. (B)(4), serial number: (B)(6). The customer launched a nucleic acid extraction on 22-nov-2023 from twenty four (24) samples. During the run, an issue occurred that triggered the error code 20160 leading to the run abortion. Among the 24 samples, one was totally lost during the incident leading to a delay because a new sampling has to be made. At this time of the assessment, the length of the delay is not known. There is no indication or report from the laboratory that the issue led to any adverse event related to any patient's state of health. A biomérieux internal investigation has been initiated.

Manufacturer narrative:
Context *************** a customer in belgium notified biomérieux of a delay in rendering the result due to a run abortion during nucleic acid extraction when using emag® (ref. (B)(4), serial number: (B)(6)). The instrument error 20160 was solved remotely. Following the customer service recommendation, the system was reinitialized. The reinitialization resolved the issue, and the system was operational. Investigation ***************** - complaint analysis the complaint analysis did not reveal this issue as a systemic quality issue. - test performed the root cause of error 20160 can be traced back to a faulty i2c communication between the heater board and the process lane board, causing a loss of communication. Previous investigations showed how the fault rate, usually extremely low in normal conditions, can be greatly increased in the case of a very dirty instrument due to heavy or incorrect use, or even due to environmental conditions. In the present case, there was a single occurrence on this emag system, and the issue was easily solved by reinitialization of the instrument. No further investigation is needed. If the customer issue recurs, a field service engineer will go on site to check the heater and process lane board connectors as well as the corresponding cables. Conclusion ******************* investigation concluded that no further technical investigation is required as the issue is known and represents a single occurrence on this emag system; indeed, the issue has been easily solved by reinitialization of the instrument. Biomérieux assessed the risk associated with this issue and determined that the overall risk is irrelevant. Additionally, as part of continuous improvement of our product, the 20160 error will be addressed in the next firmware version.